Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not turning on. Customer was not calling back after receiving new battery cap. Customer stated that the insulin pump was not giving low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
After installing the battery device failed to powers up. Device was inspected and noted moisture damage to the electronic devices. Cracked battery tube thread and cracked lcd display window corners noted.